Manufacturer narrative:
The initial MDR 2247117-2017-00055 was filed on may 8th 2017. Additional information (05/15/2017): a siemens headquarter support center (hsc) specialist reviewed the sample handling information provided by the customer which stated that the sample was centrifuged for 5 minutes at 4000 revolutions per minute (rpm). The hsc specialist recommends centrifuging samples for 15-20 minutes at 1000 x gravitational force (g) to remove particulate matter. The cause of the discordant afp result is unknown, but particulate matter in the sample due to insufficient centrifugation may have caused the initial elevated result. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) specialist contacted the customer and remotely confirmed that there was no malfunction detected with the instrument. Calibration results and quality control material recoveries were within range. The cause of the discordant, falsely elevated afp result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated alpha fetoprotein (afp) result was obtained on a patient sample. The initial result was not reported to physician(s). The same sample was repeated, resulting lower. A new sample obtained from the patient also resulted lower for afp. The lower afp results were in alignment with the clinical condition of the patient. One of the repeat results was reported to physician(s). There are no known reports of patient intervention due to the discordant falsely elevated afp result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant falsely elevated afp result.